Event description:
It was reported to philips that the system was unable to perform geometry movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned neurovascular procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The case was decided to resolve in with fco implementation. The fco implementation was delayed as the client missed the schedule three times. Rse recommended customer to reinstall the software on x-ray and suite pcs to resolve the issue. After reviewing log, it found that software installation is not solving the issue. To resolve the issue, fco implementation was completed on 24th nov 2025. The system became operational following a restart. The issue would be resolved permanently through the implementation of fco. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, by restarting the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.